Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.

Event description:
It was reported the powermax elite mdu hand control will not spin and gets very hot. A backup device was utilized to complete the procedure. No patient injury or complications were reported.